Manufacturer narrative:
D10 concomitant product: cartridge gia60mtc medthk tristp (lot#: n4f1980uy). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post-operatively on a small bowel resection, the patient had worsening symptoms the next day; a leak was discovered using a computed tomography (CT) scan which confirmed free fluid in the abdomen. A leak test was performed with an unknown result and the patient experienced anastomotic leakage. Two devices were used and had an issue. An exploratory laparotomy procedure was performed to address the leak, during which another device was used and another leak was observed prior to closing. Oversewing was performed and drains were installed which remained in place. The was the patient had an extended hospitalization.